Manufacturer narrative:
The report ¿unable to set ipg to MRI mode¿ was confirmed. Analysis of the returned lead found that the setscrew engagement marks on lead tail 1-8 were not located properly indicating the lead was not fully inserted into the ipg header. This would be consistent with the lead impedance being low as reported from the field which prevent the device from entering into MRI mode.

Event description:
Related manufacturer reference number: 1627487-2019-09220.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-09220. It was reported the patients lead showed low impedance. As a result surgical intervention was undertaken. During the revision it was discovered the lead was disconnected from the ipg. The entire system was explanted. Surgical intervention addressed the issue.